Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Six opened samples and two hundred and seventy three sealed representative samples were returned for analysis. Visual inspection of the opened samples noted six sutures and six needles. Needles a through c were returned disengaged from the sutures. Suture a was removed from the retainer. Sutures b and c were partially wound within the retainer. Needles d through f were attached to the sutures. Sutures d through f were partially wound within the retainers. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The swage of needle a did not contain suture material. The swages of needles b and c were filled with suture material indicating the sutures broke at the swage. During functional testing, the representative samples worked satisfactory. It was reported that while suturing the uterus after patient incision, the needle detached from the thread. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of suture broken. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant medical products: cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36 (lot a5b1365y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section, while suturing the uterus after patient incision, the needle detached from the thread. The issue occurred on nine sutures from the same product and lot number. The needle did not fall into the patient cavity. An additional new suture was used without issue. No patient complications have been reported as a result of this event.